Event description:
Visible leak at dressing site vacuum visibly not maintained; no leak alarm present.

Manufacturer narrative:
The reported complaint is confirmed as a known issue even though no sample and/or photos were returned for evaluation. A device history record (DHR) review could not be performed because the lot number is unknown. The complaint indicates visible leaks were noted at the dressing site, vacuum was visibly not maintained and no leak alarm triggered. In regards to the pump not alarming for leak, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for an excessive leak for more than 3 minutes. There is no detail within the complaint for how long the dressing was exposed. The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing greater than 3.5l/min. It is possible that thickened exudate in the tubing caused an occlusion and therefore, the air flow will not exceed the range in order to assert a leak alarm. The system was holding the negative pressure most likely as a result of a partial blockage and a leak not significant enough in order to trigger an alarm. Based on prior complaints for similar issues the soft port orifice size was increased to match the shape of the predicate port. The changes were incorporated in production during q2 2013 ((B)(4)). Any future complaints related to this issue will be tracked and trended, and should a significant issue occur after the implementation of the process improvements, corrective actions will be taken at that time. The risk analysis file was reviewed for soft port unable to conform to surface causing leak at application site and loss of therapy at the wound site leading to maceration, local infection or systemic infection with a low risk rating, between 1 in 100,001 to 1 in 1,000,000. The risk management was notified to consider issues related to leaking at the dressing site and no leak alarm triggered by the device.